Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection of the returned video showed a blood leak within the lumen. A crack was not visible in the video. It was reported that there was a leak or hole on the extension tube at or near the bifurcate/hub. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the catheter had a blood leakage between the catheter epitaxial tube and the bifurcated tip. A crack was found on the product where the leak was observed. There was nothing unusual observed on the device prior to use. There was no issue with the luer adapter. Flushing was done with a normal result. There were no other products being utilized with the device. A blood transfusion was not required. There was no intervention required as a result of the event. It was necessary to remove the guide wire and catheter from the patient simultaneously (in one action) due to the alleged defect. Replace with a new catheter was the remedial action needed to be done to address the issue (but not replaced, pending results from company processing). The catheter was still implanted with the patient. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the catheter had a blood leakage between the catheter epitaxial tube and the bifurcated tip. A crack was found on the product where the leak was observed. There was nothing unusual observed on the device prior to use. There was no issue with the luer adapter. Flushing was done with a normal result. There were no other products being utilized with the device. A blood transfusion was not required. There was no intervention required as a result of the event. It was necessary to remove the guide wire and catheter from the patient simultaneously (in one action) due to the alleged defect. Replace with a new catheter was the remedial action needed to be done to address the issue (but not replaced, pending results from company processing). There was no reported patient injury.